Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was possibly filled with over 300 units of insulin. Additionally, the customer stated that the plunger was pulled until it was at the end of the syringe. The customer's blood glucose level was 220 mg/dl. The customer filled a cartridge with 275 units of insulin and successfully completed the load process and resumed insulin delivery.